Event description:
Customer called to report damage to the insulin pump. Customer stated that the reservoir keeps detaching from the insulin pump. Customer experienced low blood glucose levels as a result. Customer's blood glucose reading during the incident ranged from 20-108 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.